Manufacturer narrative:
(B)(4). Date sent: 5/28/2026. D4 batch #: y70081. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and a gen11 and the device did activate during functional testing. No unexpected ready to pre run issues were observed at any time during the testing. The device is equipped with an eeprom that collects error codes associated with generator alert screens. During the analysis of the data collected in the eeprom while using the device, it was noted that the device triggered the "tighten assembly" alert screen. This alert occurs when the instrument is not properly assembled with the handpiece. To ensure proper assembly, the torque wrench supplied with the device should be used to tighten the blade onto the handpiece. Turn the torque wrench clockwise while holding the handpiece, and continue until it clicks twice, indicating that sufficient torque has been applied to secure the blade. For further details, please refer to the instruction for use. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in the removal of the pad during use. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch y70081, and no non-conformances were identified.

Event description:
It was reported that during lymph node dissection procedure the scalpel passed first pre-run test. After working several minutes, the scalpel was required to pre-run by the system again. The scalpel could not work uninterruptedly. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.